Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Initial reporter facility name: (B)(6) . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alarm 81 (non-recoverable system error). It was determined after rebooting a few times that the devices processor circuit card would need to be replaced. They would replace the card in house. Parts and price provided.

Event description:
It was reported that the arctic sun device gave an alarm 81 (non-recoverable system error). It was determined after rebooting a few times that the devices processor circuit card would need to be replaced. They would replace the card in house. Parts and price provided. Per follow up information received via task on 19nov2024, biomed spoke with technical support on 19nov2024 and stated they had replaced the processor circuit card, the issue had resolved for about a month and has only recently recurred. The biomed suggested a depot assessment but wanted to see if the card was ordered from parts source initially before shipping the device out and would await further direction from them before proceeding. Per follow up information received via task on 02dec2024, spoke with biomed who was unaware of this device status.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was processor circuit card failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.